Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Additionally, it was reported that the customer experienced a low blood glucose (bg) level; bg value and cause was not provided as customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.